Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lar. The surgeon fully articulated the device to the maximum left angle and fired the device two or three mm at a time. At about 25mm the device stopped firing. The display screen showed the excessive force indicator but the tissue was not thick. The surgeon tried to re-fire the device but it still would not work. The surgeon was able to retract the knife and replace the reload in order to complete the case. Patient status is alive, no injury.